Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. During the evaluation of the device, the customer's complaint was confirmed. The device's power management board needs to be replaced to address the issue. Additionally, during the evaluation the device's real time clock (rtc) was found to be offset. This would not have affected the device's ability to deliver therapy as designed. No repairs were performed. The device was scrapped.